Event description:
A crack was discovered in the detector 1 arm casting and the customer is subsequently no longer using the system as it could compromise patient and operator safety.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).